Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the memory module of the computer for the navigation system was reseated to restore functionality. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9735225, ln/sn: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system became unresponsive while planning for a computed tomography (CT) spine procedure. It was reported that the navigation system was rebooted but the navigation system displayed there was no signal during the reboot. There was no patient present when the reported issue was identified.